Manufacturer narrative:
Continuation of d10: product ID afr-00004 (serial: (B)(6)); product type: 3294-generator; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the affera mapping system with radiofrequency ablation in the left ventricle, ventricular fibrillation was induced at the start of radiofrequency application while ablation was being delivered near intracardiac device leads in a patient with an implantable cardioverter defibrillator that had been turned off prior to starting ablation. Radiofrequency ablationwas performed with 20 lesions, and cardioversion was performed to treat the ventricular fibrillation, restoring sinus rhythm. It was also reported that noise was noted on the electrocardiogram (ECG). No further patient complications have been reported as a result of this event.